Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in impedance trends that began in (B)(6) 2022, which was suggestive of a physiologic change. In (B)(6) 2022, this gradual increase in rv pace impedance measurements triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,022 ohms. In addition, rv pacing threshold trends also showed a similar gradual increase, as well. It was noted that the patient only pace 2% in the rv. The field representative met with the patient in office. Unipolar impedance was 550 ohms and threshold measurement was 0.7v@0.4ms, and planned to review split configuration for rv. It was noted that rv bipolar sensing was good. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in impedance trends that began in (B)(6) 2022, which was suggestive of a physiologic change. In (B)(6) 2022, this gradual increase in rv pace impedance measurements triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,022 ohms. In addition, rv pacing threshold trends also showed a similar gradual increase, as well. It was noted that the patient only pace 2% in the rv. The field representative met with the patient in office. Unipolar impedance was 550 ohms and threshold measurement was 0.7v@0.4ms, and planned to review split configuration for rv. It was noted that rv bipolar sensing was good. This rv lead remains in service. No adverse patient effects were reported. It was reported that this right ventricular (rv) lead was explanted and replaced. It was noted that the pacemaker was also replaced due to normal battery depletion (nbd) during the same procedure. The right atrial (ra) lead was also explanted and replaced with no reported allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage. Visual examination of the lead noted calcification of body fluids on the lead. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the leads. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in impedance trends that began in june 2022, which was suggestive of a physiologic change. In november 2022, this gradual increase in rv pace impedance measurements triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,022 ohms. In addition, rv pacing threshold trends also showed a similar gradual increase, as well. It was noted that the patient only pace 2% in the rv. The field representative met with the patient in office. Unipolar impedance was 550 ohms and threshold measurement was 0.7v@0.4ms, and planned to review split configuration for rv. It was noted that rv bipolar sensing was good. This rv lead remains in service. No adverse patient effects were reported. It was reported that this right ventricular (rv) lead was explanted and replaced. It was noted that the pacemaker was also replaced due to normal battery depletion (nbd) during the same procedure. The right atrial (ra) lead was also explanted and replaced with no reported allegations. No additional adverse patient effects were reported.